Event description:
Ous MDR - after an implantation period of approximately 24 days decreased ventricular sensing values and increased threshold values were reported. The lead was repositioned.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a decrease of the sensing amplitude from 13 mv to 3 mv within the first days after the implantation as reported in the complaint text. Diagnostic images were not available. Further analysis was thus not feasible. Should additional information become available, the investigation will be updated.